Manufacturer narrative:
Device was returned for evaluation. The returned tb-0535fc (lot#kr852194) was evaluated due to ¿displayed a probe error¿ issue. Reported complaint was confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check with error code u509 observed. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it has normal wear, no abnormality and no metal exposed noted. The distal end of the device was inspected under a microscope and found a hairline crack on the probe. Additionally, the wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, and similar reported events, the cause of hairline crack on the probe is attributed to the probe coming in contact with a hard or metallic surface during activation.

Event description:
It was reported that during use, the thunderbeat handpiece tb-0545fc displayed a probe error. The procedure was completed using another device. No patient harm or injury was reported. The product return noted that there was a hairline crack on the probe during inspection.